Event description:
It was reported that the device had a plunger issue. This issue is not related to physical damage-mishandle. Event occurred during testing. There was no patient involvement.

Manufacturer narrative:
(B)(6) h3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned (B)(6) 2024" h3: one pump was returned for analysis in used condition. Visual inspection showed the syringe port was cracked. No applicable evidence was located in the event history log. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing successfully replicated the customer reported issue. The investigation determined the most probably cause was the intermittent motor. The motor was replaced.